Manufacturer narrative:
The reported event of longevity anomaly was confirmed; incorrect measurement was not confirmed. The device was received with battery voltage at elective replacement indicator level upon receipt. Device image was retrieved and analyzed, indicating elevated current level within a period of the implant duration causing the longevity anomaly observed in the field. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. Additional testing was performed indicating normal interrogation, and normal device functionality. High current condition could not be reproduced.

Event description:
This report is to advise of an event observed during analysis. Premature depletion high current.